Event description:
Plaintiff reports initial bilateral implantation 10/75/78 with explant 7/29/82. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."